Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported scratches on the screen preventing the customer from reading the screen, rejecting new batteries, the pump taking a while to power on once a new battery was inserted, insulin flow being blocked, and the buttons being unresponsive. The customer reported no adverse event. The event involved product(s) unk_reservoir, mmt-1884l, unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_reservoir, mmt-1884l, unomedical.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. No blank display noted. All buttons function properly, and no anomaly noted. Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test, active current measurement. However, pump failed with a high sleep current measurement. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was with out spec range. However, found in the pump history failed battery test on 01/09/2026 06:00:05.000. No unexpected no delivery alarm during testing and in download history. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator and battery tube during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, stained keypad overlay, cracked case (battery tube). No blank display noted. All buttons function properly, and no anomaly noted. No unexpected no delivery alarm during testing and in download history. Pump failed with a high sleep current measurement and received with unexpected failed battery test alarm in the pump history due to electronic defective and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.